Event description:
It was reported that the physician was unable to interrogate patients' generators. A company representative performed troubleshooting which found that the issue resolved after the serial cable was replaced. The physician was provided with a new serial cable and the faulty serial cable was discarded. It was reported that patient therapy was not affected by the faulty serial cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.